Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient reported that since implant on (B)(6) 2015 they have had vibration in their body. It was in the center of the chest and would go day and night, and now it has moved to the left and is more sporadic. It was stated that they turned off the implant for 2 weeks and still had the vibration issue. Troubleshooting was performed with the healthcare provider (hcp) which did not resolve the issue. Indication for implant is gastrointestinal/pelvic floor.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.